Event description:
On (B)(6) 2022, it was reported by an arthrex employee via email that an ar-1927bcf-45 bio-composite-corkscrew ft anchor broke inside the patient. Case was completed with a metal anchor. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is confirmed. One unpackaged (B)(6) serial/batch number (B)(6), was received for investigation. Visual evaluation found that the driver was received without the 4.5mm bio-corkscrew. However, the suture is still attached to the device. Additionally, per the event description, the biocomposite-corkscrew ft anchor had broken off before receipt for investigation. Therefore, the fragments generated during the event were not returned for analysis. The root cause of the reported failure mode is undetermined; however, the observed event is most likely caused by excessive forces applied during use.